Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the device difficult to open? At what firing did the issue occur? What color cartridge was being used? Did the device cut? If yes was the cut line complete? Did the device fire and procedure an incomplete staple line? Were the staples malformed? Did the additional tissue dissection affect the patient intra-op or the post-op care of the patient? If so please explain:

Event description:
It was reported that during a laparoscopic appendectomy procedure, it applied normally and fired when realized it seemed like it fired. But it did not release like it normally does. Only a small amount of staples were actually on the tissue. The surgeon had to take more tissue then desired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information the analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. No incomplete staple line was noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.